Event description:
The reporter stated a blood glucose result of 208 mg/dl was received. The reporter stated that at the hospital a result of 92 mg/dl was received. No treatment was received based on either result. No controls were in use on the pt's device. A request was made for the return of the suspect device and replacement product was sent.